Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level and high blood glucose level. Customer's blood glucose level was 20 mmol/l at the time of incident and 2.8 mmol/l at the time of call. Customer stated that they over treated for the high blood glucose level and it resulted in low blood glucose level. . Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.